Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284trk ipg, implanted: (B)(6) 2011; 5076-52 lead, implanted: (B)(6) 2006. (B)(4)

Event description:
It was reported that the left ventricular (lv) lead exhibited no capture at maximum device output. The lv lead was capped, and remains in the patient. No patient complications have been reported as a result of this event.